Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user requested guidance to change a dexcom g7 sensor paired with an ilet system, confirmed the pairing code on the ilet, completed the sensor change, and initiated pairing with communicated pairing and warmup timelines, with hyperglycemia noted and cause unclear. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no reported injury. Investigation included remote troubleshooting and education on proper sensor change and pairing procedures. Investigation of this case revealed no device malfunction reported and no adverse performance issues observed, with blood glucose unaffected by the pairing process. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.